Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 08/27/2019.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/20/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an incisional ventral hernia repair surgery on (B)(6) 2005 and mesh was utilized. Per the operative report, the hernia sac was dissected free from the subcutaneous tissue and inverted back into the ¿little less than 1 cm fascial defect.¿ the surgeon then stated that he ¿fashioned a small mesh plug into the inverted sac.¿ it was reported that in (B)(6) 2016, the patient began to experience abdominal pain and noticed that the stomach wall was extended. She experienced vomiting on (B)(6) 2016 and a CT scan indicated that soft tissue was adhering to the mesh. It was reported that on (B)(6) 2017, the patient underwent a robotic-assist repair of an incisional hernia with mesh. Some of the previously implanted mesh was removed. The patient continues to experience episodes of pain, diarrhea, nausea and vomiting. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(6). In (B)(4) 2016 she began to experience discomfort. On (B)(4) 2017, it was reported that the surgeon was "able to find a small lotted up piece of mesh" that he "excised and removed." Proceed mesh was implanted during this surgery. No additional information was provided.